Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been waking up early in the morning and getting a "thumping on their left side" where "there is supposedly a third wire that is down there". The patient stated that the company representative "lowered the voltage" which did help, but it has not completely gone away. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.